Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically examined and shows that the coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Functional testing was also performed by connecting the drip line of the advancer to a fluid bag, the device did not leak. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter shaft leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, when the rotation speed was adjusted and when ablation was performed, it was noted that there was cocktail leaking found in the shaft of the device. Since it had an effect on the rotation speed, the device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter shaft leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, when the rotation speed was adjusted and when ablation was performed, it was noted that there was cocktail leaking found in the shaft of the device. Since it had an effect on the rotation speed, the device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.